Manufacturer narrative:
(B)(4).

Event description:
Allegedly revised due to a broken neck, original surgery (B)(6) 2009 (the report came in with a head item# and lot# but with neck breakage description?).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).